Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Dealer advised that there is a metal bracket inside the shell that has two studs, one is missing and the other stud is loose and cracked.